Event description:
Repeated initiation of magnet mode stimulation made the pt gag, vomit and become unresponsive to the point that pt turned blue. The patient's family member reported that family member had been instructed by treating neurologist to swipe the patient's device repeatedly with the magnet 4 or 5 times without waiting in between swipes when the pt had a seizure. The family member reported that family member has refused to do this anymore because of the patient's reported response to this type of magnet mode activation. The patient's family member reported that it took the pt nearly 1 hour to recover from the incident. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported event.